Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-04254. It was reported the pt lifted her grandchild, and since that time, her stimulation had changed. It was reported the stimulation was now in both legs, and it should only be in one leg. In addition, the amplitude level she once used was too strong. It was reported the sjm representative met with the pt twice for reprogramming, and it was reported the system was working adequately.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.